Manufacturer narrative:
The device was not identified by serial number. At this time, the customer will not be returning the device for evaluation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an adverse patient event while the device was in use. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of dilaudid. No specific pump programming was provided. In 2007, at 1230, the customer contact reported that the patient coded. After an unspecified length of time, the patient expired. The device was removed from clinical service and sent to the biomedical department. The customer contact stated, "it is not believed that the device had anything to do with this patient's death". Though requested, the customer declined to provide additional information.